Manufacturer narrative:
Per the tandem user guide," always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading ranged in 40's mg/dl, and the meter bg reading was 42-100 mg/dl. No additional patient or event information was available. Reportedly, the customer calibrated the cgm with multiple bg meters. A replacement sensor was sent to the customer.